Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-14147. It was reported that leads had fracture and high impedance issue on contacts one to eight. The lead was explanted, and a new lead was implanted. Effective therapy was restored post procedure. Patient was stable. It is unknown which serial # of the lead was explanted therefore both leads are being reported.